Manufacturer narrative:
Qn#(B)(4). A visual, functional, or dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted and during the inspection issue reported clips not closing/locking was not observed in the current manufacturing process. The device history review for the product hemolok l clips (B)(4) /cart (B)(4)/box lot# 73l2200890 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported event: the device would not lock while operating. The techs then tried different 544240 cartridges from the same lot on the back table and would not lock. Resolved problem by opening new box with different lot.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the device would not lock while operating. The techs then tried different 544240 cartridges from the same lot on the back table and would not lock. Resolved problem by opening new box with different lot.